Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the colonovideoscope had foreign material in the air/water cylinder and tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed the adhesion/clogging of the material in the air/water cylinder and the air/water channel, but the type of the material cannot be identified. A definitive root cause cannot be determined. However, it is likely that the foreign material was not removed since reprocessing was not conducted properly due to leakage from the scope-cover packing and the scope-cover unit connector. The event can be prevented by following the instructions for use which state: the events can be detected and prevented in accordance with the following instructions for use (IFU). Instructions for use (IFU) states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.